Event description:
Hip luxation occurred 1 day after the primary surgery. The stem was too much anteverted. All devices revised.

Manufacturer narrative:
Clinical evaluation: a revision surgery for a tha was performed the day after the primary surgery due to a dislocation. The reported cause of the dislocation was excessive anteversion of the femoral stem. The available x-ray images confirm the hip dislocation and the position of the acetabular component slightly horizontal and cranially proud. We cannot evaluate the positioning of the stem due to image projection. Dislocation is a known complication following a tha, often resulting from malpositioning, as directly reported in this case. We have no reason to suspect a defective or malfunctioning device. Batch review performed on 17 june 2024: lot 2339733: 40 items manufactured and released on 23-jan-2024. Expiration date: 2029-01-03. No anomalies found related to the problem. To date, 15 items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: batch review performed on 17 june 2024 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2407952: 100 items manufactured and released on 15-apr-2024. Expiration date: 2029-03-26. No anomalies found related to the problem. To date, 36 items of the same lot have been sold with no similar reported event during the period of review. Not registered in USA batch review performed on 17 june 2024 liner: mectacer 01.29.414 ceramic liner ø 36 / f lot 2310194: 90 items manufactured and released on 10-may-2023. Expiration date: 2028-04-15. No anomalies found related to the problem. To date, 89 items of the same lot have been sold with no similar reported event during the period of review.